Event description:
During the implant surgery, the distal end connector of the ventricular lead was separate from the lead body as the stylet was being removed. The inner wire was exposed so the lead was exchanged. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection of the lead revealed all damages were consistent with those occurring at the time of the explant procedure. The connector pin was noted to be pulled out and separated, which was consistent with explant damage. Electrical testing revealed no indication of conductor fractures or internal shorts.